Event description:
During device evaluation on (B)(6) 2023, the autopulse platform sn (B)(6), failed the preliminary functional testing due to a fault 41 (patient temperature sensor failure) error message. No patient involvement.

Manufacturer narrative:
During device evaluation on (B)(6) 2023, the autopulse platform sn (B)(6), failed the preliminary functional testing due to a fault 41 (patient temperature sensor failure) error message. The root cause for the fault 41 error message was a failure of the temperature sensor, likely due to normal wear and tear. The platform was manufactured in march 2017, and is 6 years old, past its expected service life of 5 years. The temperature sensor was replaced to remedy the fault. The initial customer reported complaint that the patient head restraint wires on the autopulse platform serial (B)(6), were broken" was confirmed during the visual inspection. Based on the photos provided by the service team, both the head restraint wires appear detached/cut from the top cover. Detached/cut head restraints do not render the autopulse platform non-functional. The head restraint wires could have been cut to free the patient from the platform, or the user could have been lifting the platform by holding the head restraints. The top cover was replaced to address the reported complaint. Upon visual inspection, multiple cracks on a front and bottom enclosures, a hole on load plate cover, load cell plate screw was missing and twisted battery clip. The probable root cause for the observed physical damages was due to user mishandling, such as a drop. The front enclosure, load plate cover, load cell plate screw and battery clip were replaced to address the damaged issues. The archive data indicated several ua2 (compression tracking error), ua11 (patient surface temperature too hot), ua18 (maximum take-up depth exceeded), unrelated to the reported complaint. These user advisories were not reproduced during the evaluation of the platform. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® hangtag - advisory codes description and action, user advisory 02 is an indication that the autopulse has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the autopulse® hangtag - advisory codes description and action, user advisory 11 is an indication that the temperature of the patient's surface exceeds 45°c (113°f) for more than five minutes (triggers temp sensor near battery bay). The recommended actions to take for this type of user advisory are: allow the autopulse to cool and press restart to clear the ua. Per the autopulse® hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with (B)(6).